Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The customer care center (ccc) performed service method tests (smt) and found that the reagent probe 2 (r2), sample probe 1 (s1) and mixer were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse switched the server 1 and server 3 mixers and moved all tests from server 3. The cse replaced s1 and aligned other probes. The cse primed the system and ran a quick check, which passed. The cse ran qc, which were within range. The cause of discordant, falsely depressed mg results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium (mg) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed mg results.